Event description:
It was reported, the camera head had noise in the video image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.